Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal team, approximately three years post bilateral tka, the female patient had right knee revision for an unknown reason. No additional information available.

Manufacturer narrative:
Additional information: b5, b6. Pending investigation.

Event description:
Additional information 6 apr 2023- right knee revision (B)(6) 2019 [relevant information] pre-operative diagnosis- failed right total knee arthroplasty with loose femoral component. Pre-operative indication: right knee pain. Findings: the femoral component had completely de bonded from the cement and was grossly loose and had subsided into the femur. There was extensive osteolysis of the femur. The tibial component was not loose. There was no significant osteolysis on the tibial side. The patellar component was well fixed. Bone loss: femur type 3 3: tibia type 2a with a central defect and lateral compartment bone loss. There was extensive fibrotic reaction withing the joint, with no clinical evidence of infection. Both gutters were reestablished, and the extensive fibrotic tissue was removed. The patella was well fixed, it remained and tracked will against the new components. A sterile compressive dressing was applied, and the drain activated with suction. The patient tolerated the procedure well and without complication and was transferred tot eh recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and femoral subsidence or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.